Manufacturer narrative:
Evlauation summary: the analysis results could not confirm that the holster had the reported issue as the complaint described could not be duplicated during the incoming evaluation. The site found worn gears on the bracket assembly and replaced the bracket assembly, and the tie strap and e-clip. The holster was functionally tested, and was found to operate properly.

Event description:
It was reported that the device's activation is inconsistent. The cutter will start and stop during the sample mode. There have been no patient consequences reported.